Event description:
Reportedly, the metal tip of the instrument bent and shredded part of the cannula. Plastic pieces fell into the abdomen. Surgeon able to retrieve all pieces. Used another one. No injury.